Event description:
Boston scientific received information that this boston scientific field representative stated that he has had a few patient's come in for follow-up visits and the device states longevity remaining approximately six months to one year remaining. However, a magnet rate of 90ppm was observed.

Manufacturer narrative:
A boston scientific technical services consultant discussed longevity binning and that the magnet rate is a time estimate of remaining longevity and the gas gauge is a percentage of remaining longevity. The consultant also sent the representative further information regarding battery status indicators for this device. No other adverse events have been reported. This product issue will be updated if additional information is received.